Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg, implanted (B)(6) 2011. (B)(4).